Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ peripheral venous catheter kinked during the insertion. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 21:11 on (B)(6), 2020, the nurse folded the disposable intravenous indwelling needle package at the bedside, examined it well, and performed abp puncture on the patient. The process was smooth (one pass). After all the implantation, the lead wire of the abp module of the monitoring instrument was connected. Immediately pull out the indwelling needle. It is found that the middle of the front end of the indwelling needle is obviously kinked. Replace it with a new disposable intravenous indwelling needle. The monitor can show the abp blood pressure number. It can be measured. However, the puncture site has a large needle eye, which is easy to ooze blood, causing the pain of the second puncture to the patient. Moreover, the middle of the front end of the indwelling needle is kinked (the material of the kinked place may be soft), which is easy to cause the vessel wall to puncture"